Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 140-150mg/dl fasting. Verified the strips expire 9/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 316mg/dl and 329mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 290 mg/dl @ 10:48 pm on (B)(6) 2016. The customer stated that he has not made any recent changes in his diet, medication, or exercise regimen. The customer is testing once a day or three times a week (fasting).